Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead socket on the external pulse generator was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a damaged socket, in fact both output connectors had the locks broken out. It was additionally noted that both liquid crystal display wires were pinched (the insulation was not compromised) and that no batteries were returned with the device. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.